Manufacturer narrative:
This event occurred on (B)(6) 2014. Precision medical inc was notified on september 2nd, 2015. The product involved was confiscated by the fire marshall at the time of the event, and has not been examined by precision medical. The event occurred in the patient's home. The husband is on oxygen, using the precision medical oxygen conserver. At the time of the event, the husband was in the kitchen, an explosion occurred, injuring both the husband and wife.

Event description:
Husband on oxygen, there was an explosion injuring both the husband and wife.